Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with yankauer suction cannula. According to the complaint description, the customer inspected the suctions from the surgical instruments consignment cabinet; a bore camera was used for examination and metal shavings were found inside both cannulas. There was no patient harm. This incident did not occur in surgery. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device has been forwarded to the manufacturer "erchinger medtechnology gmbh & co. Kg" for investigation. According to the statement of the manufacturer, due to an insufficient cleaning after manufacturing process a burr remianed in the cannula. This failure can be attributed to a human error. No smimilar complaints are known. Based on the information receoved from the manufacturer the failure is most probably manufacturing related. The manufacturer stated that this is not a systematic or general failure. Therefore no further action is initiated. The test plan will be adjusted so that the cannulas are blown out mor extensively. The final inspection will be stepped up for the next delivery.

Manufacturer narrative:
General information: the device is available for investigation unused, and therefore not contaminated. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Failure description: no deviation can be found with the naked eye, the device was provided in the original packaging. Investigation: vigilance investigator carried out the pictorial documentation visually1. The device has been forwarded to the manufacturer. Investigations are ongoing. This report will be updated as soon as the results are available. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: since the investigations by the manufacturer are not completed yet, an exact cause cannot be determined at this moment. Based on the quality standard and the device history records, a material or production related error can be excluded currently. Therefore, the root cause of the error is most probably usage related. Rationale: an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. This report will be updated as soon as the results of the investigations are available.